Event description:
It was reported that the customer had an unspecified cartridge issue. Customer reverted to manual injections for insulin therapy. Customer experienced an elevated blood glucose (bg) level of 524 mg/dl. A manual insulin injection was administered to address bg level